Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: CABG. According to the reporter: suture broke while doing the procedure. Suture fraying and breaking was observed. This occurred at different stages of anastomosis even after taking 2 bites , midway and while tying. There was not any unanticipated tissue loss as a result of this problem. Was there any tissue damage as a result of this problem? - no. There was minor bleeding, but no transfusion required resulting from product problem. Surgical time was extended by more than 30 minutes. Sometimes the patient becomes hemodynamically unstable especially when the suture breaks after the entire anastomosis during tying. The anastomosis becomes distorted. Very difficult time for the operating surgeon.